Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement and loss of capture (loc). The patient was reported to be doing rehabilitation with arm movement due to a recent tractor accident. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is expected to return.